Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient implanted with a matrix spine system at l5-s1 levels and on an unknown date had post-operative back pain. On (B)(6) 2014, the surgeon revised the patient by removing all hardware, the patient was not revised with any additional hardware. During the removal of the implants, while the surgeon was using the straight tip star-drive shaft to loosen the locking caps, the instrument broke off at the tip, a fragment was retrieved from the patient by the surgeon. Another instrument was available in surgery to complete the procedure, no additional time was added to the procedure. Surgery was completed successfully. This report is for the screwdriver that broke. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: this device was returned with the complaint the tip breaking intra-operatively. Upon inspection of received driver shaft, the reported condition of broken tip was confirmed. The driver was received missing 2mm of material from the distal tip, with a fracture pattern indicative of excessive torsional stresses while loosening the locking cap. Evidence suggests that this failure may have been caused by excessive torque applied; laboratory testing previously conducted ((B)(4)) demonstrates that yielding occurs at approximately 15nm and shearing occurs at greater than or equal to 20nm. It is likely that either the 10nm torque limiting handle was out of calibration or it was not used while trying to loosen the locking cap. However it is not clear how this instrument has been used prior to detection of this defect. The applicable tabulated driver drawing was reviewed. This drawing calls out the appropriate dimensions, material and finishing processes for a successful driver design. The device was found to be adequate for its intended use. In conclusion, the reported complaint condition was confirmed however it is not clear what led to this condition as is not known if a torque limiting handle was used in this procedure, although it was likely caused by excessive torque. The design of reported device was found to be adequate for its intended use and did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.